Event description:
The pt felt itching and scratching for 1.5 weeks. He had gone to the emergency room twice and was given oral baclofen. In the emergency room, the expected reservoir volume was 25 ml, but 30 ml were removed. There were no pump alarms; multiple x-rays were taken that indicated the pump was 'fine' (date not reported). The pump was also reported to be flipping around. The pt was at home and his status was reported as 'fair'. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates lioresal. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.